Manufacturer narrative:
After review by the field service representative, the incident was concluded to be user induced. The operator of the device was not sufficiently trained and used the auto-positioning key which caused the wall stand to go down to the patient's foot and caused injury (minor bruising and emotional trauma). This also caused a motor error which needed to be cleared before the wall stand would move upward and the technician hit the emergency stop button in panic. The technician stated that they did not know about the error to be cleared or that emergency stop had to be disengaged to move the wall stand. Necessary sensors have been ordered to prevent such incidents from occuring again. Training will be conducted to appropriately use the device and ensure patient safety during use. The site was provided with updated user manual for proper use of the device. Future service calls will be monitored to ensure there is no trend in similar incidents.

Event description:
The customer reported that the wall stand bucky lowered on to patient's foot while positioning a patient for a knee view. The patient was facing the wallstand with their feet under the bucky during equipment operation. As a result, the patient was injured.